Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found the lens optic and haptic torn. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm micl12.6 implantable collamer lens, -11.00 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. Another same model/length lens was inserted during the same surgery and the problem was resolved. The cause of the event was due to the device and user error.